Manufacturer narrative:
H2: it appears the balloon catheter will not be returned, so no returned product analysis will be available.

Event description:
It was reported that during a ptca procedure, the balloon would not deflate. The balloon was removed while inflated. No pt injuries or complications occurred.